Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/25/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained cartridges from the lot were tested using whole blood and I-stat level 1 control. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant sodium result on a patient. Patient is diabetic that is being managed for ketosis. There was no additional patient information available at the time of this report. Return product is not available for investigation. Na+ I-stat of 133 mmol/l vs antech of 145 meq/l. Other results: k+ istat of 5.2 mmol/l vs antech of 5.2meq/l. Cl istat of 108 mmol/l vs antech of 107 meq/l. Bun of 6 mg/dl for both. Glucose istat of 435 mg/dl vs antech of 132 mg/dl. Hct istat of 41% vs antech of 44%. Hgb istat of 13.9 g/dl vs antech of 14.4 g/dl. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).